Event description:
The customer reported that the left workstation cable handle was broken and needed replacing. There is no report of pt or staff injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The left workstation cable/push handle was replaced. The system was then found to be operating as intended.